Event description:
It was reported that the pt, implanted in 2001, started to hear the sound softer and with interruptions on (B)(6) 2012. The external parts were functional. No trauma, illness or accident were reported. Testing in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.